Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the sterile adapter and instruments were no recognizing properly on the patient side manipulator (psm). The fse tried reseating sterile adapters and instruments with no resolve. Fse replaced the psm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The psm was analyzed and the reported issue was able to be reproduced upon installing the unit on a golden system and performing get switches test. As a result, fa was able to determine that the link 6 spring plungers and link 6 front cover was found to be the root cause of the reported problem. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting ¿ pre anesthesia of a da vinci-assisted simple prostatectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported sterile adapter is not detecting on arm 3. The site was proceeding the surgery by abandoning the arm 3. The site tried changing the drape. The tse suggested the customer clean the pogo pins on the arm 3 and try again. The customer informed they would do the check after the procedure completion. The system was not connected to onsite during time of call. The customer called back and confirmed the issue is not resolved by the troubleshooting recommended. The procedure was completing as planned with no reported injury.